Manufacturer narrative:
B3: event date is estimated. "The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000097082."

Event description:
It was reported that the patient's lead was nonfunctional. The investigation did not determine which lead attributed to this issue. Surgical intervention was undertaken and the lead was explanted and replaced.